Event description:
Literature was reviewed regarding the effect of early amiodarone use on warfarin sensitivity, blood product use, and bleeding in ventricular assist device (vad) patients. The authors described patient deaths on the waitlist; however, the causes of death were unknown. The authors described patients who experienced postimplant right ventricular dysfunction, additional temporary mechanical circulatory support and prolonged inotropes, subtherapeutic international normalized ratio (inr), supratherapeutic inr, atrial arrhythmias and ventricular arrhythmias and bleeding defined by either symptomatic intracranial hemorrhage on imaging, or documented suspicion of bleeding resulting in death, re-operation, hospitalization, or transfusion of red blood cells. Some patients were treated with vitamin k and other patients received combination therapy with fresh frozen plasma and vitamin k. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics were 54 years old and male. The dates of death is not available at the time of this report as there is no indication of specific serial number/patient information. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined.  Since no device ID was provided, it is unknown if this event has been previously reported.  A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effect of early amiodarone use on warfarin sensitivity, blood product use, and bleeding in patients with a left ventricular assist device current problems in cardiology, october 2023,101801  doi: 10.1016/j.cpcardiol.2023.10180. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic ha1. S made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.